Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings a button error on the insulin pump. The customer's blood glucose was 338 mg/dl. The customer stated that he woke up with a button error and was hospitalized for high blood glucose readings. The customer stated that he was not able to clear the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent act button response due to corroded keypad traces. The insulin pump was received with all operating currents within specification and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.